Event description:
It was reported that the patient's pump was exchanged on (B)(6) 2022 due to a "pump failure" and pump thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed thrombus in the outlet stator of heartmate ii left ventricular assist system (lvas), serial number (B)(6). The account reported that the patient underwent a pump exchange due to ¿pump failure¿ and submitted a photograph of the distal side of the outlet stator. The image appeared to show a red, tissue-like deposition in the outlet stator; however, it could not be concluded if the thrombus was developed or ingested into the pump. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hmii left ventricular assist system (lvas), serial number (B)(6). The affected pump was not returned for evaluation; however, in the event that it is received, this complaint will be reopened. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27apr2016. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.